Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. Although, there were no procedural or operative notes for the (B)(6) 2006, and (B)(6) 2008 procedures, there was indication of these events in the medical report. During the pts' (B)(6) 2008 hosp admission it was noted that wound cultures taken grew out (B)(6) and e. Coli. However, there were no microbiology/culture reports found in the medical records. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicated that the pt was treated for fistula formation, which is a known possible adverse reaction listed in the IFU. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for eval. With the available info, no conclusion can be drawn.

Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2006 - pt underwent exploratory laparotomy, lysis of adhesion, and repair of incisional hernia with composix e/x mesh. Three serosal tears were encountered during this procedure, which were repaired. On (B)(6) 2006 - pt underwent débridement of abdominal wall. On (B)(6) 2006 - pt underwent debridement and excision of suture granuloma, secondary to recurrent drainage of sinus of abdominal wall. On (B)(6) 2008 - pt underwent insertion of tissue expanders, abdominal wall and flank, and repair of a right direct inguinal hernia and left indirect inguinal hernia with mesh placement. On (B)(6) 2008 - pt admitted for infected hernia repair mesh. On (B)(6) 2008 - pt underwent excision of infected mesh. It was noted that once the mesh was removed two fistulae were identified. One in the small bowel and one in the transverse colon. Both were closed and repaired.